Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02605; 2933836-2020-02606; 2938836-2020-02607. It was reported that the system was explanted due to infection. The patient had an intervention earlier in the month, but the physician did not specifically state the infection was related to the intervention procedure.